Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, prior to patient contact during device preparation, one stopcock side arm was found to be broken off of two flexor ansel guiding sheaths' stopcocks. The packages did not appear to be damaged. The devices did not make patient contact, and a third device of the same type was used to successfully complete the procedure. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), and quality control procedures were conducted during the investigation. A visual inspection of the complaint devices was also conducted. The complaint devices were returned to cook for investigation. The top luer-locking port of the stopcock was broken off/missing from both sheaths. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other related complaints for this lot number. The product IFU states ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ a supplier investigation was requested. The supplier found no discrepancies and noted 100% inspections of the stopcock integrity during the manufacturing process. The supplier was not able to identify a definitive root cause for the event. The information provided upon review of the dmr, DHR, IFU, supplier investigation, and investigation of the returned device suggests that there is evidence the device was manufactured out of specification; however, there is no evidence of additional non-conforming devices in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that a quality control deficiency contributed to this event; however, external factors could have also potentially contributed to the failure. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, prior to patient contact during device preparation, one stopcock side arm was found to be broken off of two flexor ansel guiding sheaths' stopcocks. The packages did not appear to be damaged. The devices did not make patient contact and a third device of the same type was used to successfully complete the procedure. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Initial reportr occupation = lab manager. Device evaluated by mfg - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.